Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump was dead pixels on the middle of the screen. The customer¿s blood glucose was 6.7 mmol/l at the time of incident. Customer stated the insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per healthcare professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No unexpected missing segments/partial display or display anomaly noted during testing. Device functioning properly. (B)(4).